Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that the implantable pulse generator (ipg) was at elective replacement indicator (eri) earlier than expected. It was noted that in recent months the patient had required increased ventricular pacing. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.